Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the pin on the bag/vent switch lever was missing. The pin was reinstalled. No report of patient involvement. (B)(4).

Event description:
The hospital reported the bag/vent switch was not functioning as expected. There was no report of patient involvement.